Event description:
During the permanent scs system implant, it was reported the physician experienced difficulty in steering the stylet from the lead. The physician decided to remove and replace the lead. In doing so, a wet tap occurred. The pt remained asymptomatic. The entire procedure was extended by two hours. The pt was programmed post-operative and reported effective coverage.

Manufacturer narrative:
Eval results: the stylet was not returned with the lead; therefore, the complaint could not be fully analyzed. The returned lead was in good condition. The only anomaly observed was a 1cm segment of compression damage 15cm distal to the terminal end. The wires in this area were bent but not fractured. Various lab stylets were fully inserted into the returned lead just a little resistance felt where the lead body was compressed. The leads were easily retracted without any anomalies noted. The lead passed all functional tests. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.